Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter, intraoperatively, the customer noticed that the product jammed, it was unable to fire and would not close the load. A new device was used in order to complete the case. There was no patient injury involved. No additional information was provided.